Event description:
It was reported that the customer experienced difficulties with the wake button on their device. There was no reported impact on the customer¿s blood glucose level. As the pump was no longer under warranty, it was not returned, and no further information or corrective actions were provided.